Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that high impedances were on all combinations of contact 11 during the stage 2 procedure. The manipulation of the lead could have contributed to the high impedances when retrieving the leads from where they were placed during the stage 1 procedure. The surgeon tried reconnecting the extension into the battery, reconnecting the extension into the lead, and switching the extension to see if the issue was with the extension or the lead. Since the issue was not with the extension the surgeon decided to leave the extensions and battery connected and close. The issue was not resolved at the time. During the stage 2 procedure the surgeon was connecting the extension to the lead, then connecting the extension into the rc battery. The results of the impedance test showed a high on all combinations of contact 11. Values were ranging from 16k to 18k. The surgeon tried reconnecting the extension in the battery as well as reconnecting the lead into the extension. The impedance values remained the same, so the surgeon tried switching the extensions and plugged the right lead into the left extension (which originally showed normal impedances). The high impedances remained on the same contact configuration, which showed that the issue was on the lead and not the extension. The surgeon decided to plug the extensions back into the leads and close. The final impedance check showed that the highs remained on contact 11 but went down a little to 12k-14k. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 37612, serial# (B)(4), product type: implantable neurostimulator; product ID: 37612, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the high impedances was not determined. The patient was programmed by their neurologist to try to resolve the issue. The impedances however have not been resolved. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va1wjya, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that high impedances were on all combinations of contact 11 during the stage 2 procedure. The manipulation of the lead could have contributed to the high impedances when retrieving the leads from where they were placed during the stage 1 procedure. The surgeon tried reconnecting the extension into the battery, reconnecting the extension into the lead, and switching the extension to see if the issue was with the extension or the lead. Since the issue was not with the extension the surgeon decided to leave the extensions and battery connected and close. The issue was not resolved at the time. During the stage 2 procedure the surgeon was connecting the extension to the lead, then connecting the extension into the rc battery. The results of the impedance test showed a high on all combinations of contact 11. Values were ranging from 16k to 18k. The surgeon tried reconnecting the extension in the battery as well as reconnecting the lead into the extension. The impedance values remained the same, so the surgeon tried switching the extensions and plugged the right lead into the left extension (which originally showed normal impedances). The high impedances remained on the same contact configuration, which showed that the issue was on the lead and not the extension. The surgeon decided to plug the extensions back into the leads and close. The final impedance check showed that the highs remained on contact 11 but went down a little to 12k-14k. Additional information was received: it was reported that the cause of the high impedances was not determined. The patient was programmed by their neurologist to try to resolve the issue. The impedances however have not been resolved. There were no further complications reported.